Event description:
It was reported, that the patient presented remotely via merlin.net. Review of transmission revealed, that the atrial lead was over-sensing noise, that was causing pacing inhibition. On (B)(6) 2023, the atrial lead was capped. And new atrial lead was implanted. The patient was in stable condition.